Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Event description:
A full knee implant in the left knee. During the 5 months following the implant, I have experienced constant pain that extends from my ankle to my groin area. This has been accompanied by persistent swelling from my ankle to my groin, buckling, locking up and lateral movement. I cannot maintain stability without the use of a cane or walker. Incredibly difficult to stand up from seated position without assistant. I'm taking prescribed gabapentine for the pain and have been enrolled in a pain management program. I'm scheduled for mris on both legs as I anticipate a revision on my left knee.

Manufacturer narrative:
Reported event: an event regarding pain involving a triathlon insert was reported. The event was not confirmed. Method & results: -product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device remains implanted. -clinician review: a review of medical records with a clinical consultant " these inquiries concern a patient who had a right total knee arthroplasty performed and within three months required revision of that knee. Five years later she required another revision of that knee. She also underwent a left total knee arthroplasty and within five months after that feels that she may need another revision because of pain swelling, etc. No pertinent clinical information is given. I have had no radiographs to review, lab results to review, imaging studies to review and no operation reports for clinical office notes to determine what the cause of her current problems are. The root cause of these events, for both the right knee and the left knee cannot be determined with certainty. In fact it is unclear exactly why this patient required revision so early on. The causes of postoperative pain, swelling, buckling, locking, etc. Are multifactorial including surgical factors with proper placement of the implants, proper positioning, proper restoration of kinematics and stability as well as proper achievement of fixation. The possibility of infection can also be considered. Other factors include the patient's compliance with postoperative protocols, activity level and bmi. It would be unlikely to have any causative issues with the implant itself. It is also unclear whether the patient had cemented or cementless implants. Cementless implants can cause symptoms if proper initial fixation is not achieved." -product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other similar events for the lot referenced. Conclusions: it was reported that the patient continues to experience pain post primary surgery of stryker implants. A review of the provided medical records by a clinical consultant was performed and could not confirm the reported event due to insufficient information provided. Further information such as pathology reports and pre- and post-operative x-rays as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. Additionally the patient would like to know if her implants were part of a recall. Upon further review, there are no recalls associated with these devices. No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened. Catalog numbers and lot codes of other devices listed in this report: 5552-l-299 tritanium patella-asymmetric lot g2e01 5536b300 tritanium bplate triathlon s3 lot ctd76801 5517f301 triathlon p/a cr beaded #3l lot pc73j it cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Event description:
A full knee implant in the left knee. During the 5 months following the implant, I have experienced constant pain that extends from my ankle to my groin area. This has been accompanied by persistent swelling from my ankle to my groin, buckling, locking up and lateral movement. I cannot maintain stability without the use of a cane or walker. Incredibly difficult to stand up from seated position without assistant. I'm taking prescribed gabapentine for the pain and have been enrolled in a pain management program. I'm scheduled for mris on both legs as I anticipate a revision on my left knee.